Event description:
A customer contacte beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the access 2 instrument. The initial accu tnl was 1.2ng/ml and 0.28ng/ml upon reflex. The pt original sample was re-tested for accu tnl on another instrument in their lab. The accu tnl result obtained from another instrument was 0.02ng/ml; the result was reported out of the lab. The customer did not receive reports of patient injury requiring medical intervention or change to pt treatment that can be attributed or connected with this event.